Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that analysis of the ICD revealed an alert message that there was possible hv lead damage.